Event description:
As reported by the field, during an endovascular embolization to an anterior communicating artery aneurysm, an enterprise2 4mmx23mm intracranial stent (encr402312, 8294533) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) and could not pass through the microcatheter (mc). The physician removed the stent and microcatheter from the patient and switched new devices to complete the procedure. The procedure was prolonged about 20 minutes. Additional event information received on (B)(6) 2024 indicated that they were not able to move the device at all due to the resistance. There was no torqueing device was used. There was no evidence of physical material within the device. An unspecified guidewire was used successfully with the mc. The microcatheter did kink/bent. The 20 min procedural delay was not clinically significant. The diameter of aneurysm is about 4 mm, and the neck is wide.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00352.